Event description:
It was reported that the patient presented in clinic. Interrogation of device noted the pacemaker exhibited premature battery depletion. The reported device was explanted and replaced on (B)(6) 2023. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.